Manufacturer narrative:
E1: patient city: (B)(6). Patient country: colombia.

Event description:
Reference number (B)(4). Event occurred in colombia. It was reported that patient faced infusion set detachment event on (B)(6) 2025. The site of detachment was from the site. The infusion set was in use for 2 days. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: revision 21 of (B)(4) does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of (B)(4). Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6007713, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6007713 was manufactured according to the woek instruction (wi) version 79 and packaging in the multivac m08 on 22-jun-2024, with a total of (B)(4) units. The sub-assembly: assembly of the lot 4f01840 was manufactured according to the wi version 27 assembled in the quickset line, on 22-jun-2024, with a total of (B)(4) units. The sub-assembly: assembly of the lot 4f01841 was manufactured according to the wi version 27 assembled in the quickset line, on 22-jun-2024, with a total of (B)(4) units. The sub-assembly: assembly of the lot 4f04696 was manufactured according to the wi version 27 assembled in the quickset line, on 22-jun-2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.